Event description:
It was reported to medtronic minimed that the customer had reported that the batteries only lasted three days, the pump had rejected a new battery, and scratches on the screen could make it hard to read at times. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1880.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceeded by using a new battery cap and a new battery. Unit powered up properly after battery installation. Unit was downloaded successfully using thump software for reference. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the customer¿s call date. The baat tool recorded the following: battery cycle 63.0 received the lowbatteryalert (104) on 02/25/2025 08:51:00 after more than 7 days at 14.19 days. Battery cycle 62.0 received the lowbatteryalert (104) on 02/11/2025 04:12:00 after more than 7 days at 13.97 days. Battery cycle 61.0 received the lowbatteryalert (104) on 01/28/2025 04:26:00 after more than 7 days at 13.54 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the sleep current measurement, active current measurement test, and self-test. No low battery alarms or unexpected battery power loss noted during testing. Unit functioning properly. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within spec range. The pump was received with normal operating currents. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor, internal battery and vibrator assembly noted. The following cosmetic damages were noted: cracked case (battery tube), battery tube threads - cracked, cracked case, cracked keypad overlay, keypad overlay texture damage, scratched case, and pillowing keypad overlay. In conclusion, customers allegations of early battery depletion and failed battery test were not confirmed when the baat tool concluded the customer did not experience an unexpected power loss of less than 7 days per the pump history records. Additionally, customer allegations of scratches on the screen obscuring visibility were not confirmed when no severe scratches on the lcd window were noted during visual inspection. However, other cosmetic damages were noted on the pump. Overall, unit tested successfully and functioning properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.